Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic appendectomy, the grasping force of the closing lever was higher than expected at the first firing. The device could be fired but the knife stopped after moving about 1 cm forward. Another device and another cartridge were used to complete the case. There were no adverse consequences to the patient. No device will be returning.